Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: during testing, the battery compartment was observed to be intact. No damage was observed. No battery cap was returned with the pump. A test battery cap was fully secured to the pump and used to complete testing. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.